Manufacturer narrative:
Pump alarmed insulin flow blocked during the basic occlusion test and force sensor test and failed the prime/seating test due to dried insulin on the motor slide noted.

Event description:
Customer reported via phone call reservoir anomaly on the insulin pump. Customer¿s blood glucose level was 220 mg/dl. Troubleshooting for the anomaly was performed. Customer advised they experienced issues with multiple reservoirs and the issue remained unresolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.